Event description:
During an ercp with stone removal, a sphincterotomy was performed and the physician then used a cook endoscopy memory soft wire basket, in an attempt to remove a large stone from the common bile duct. Removal of the stone and basket was unsuccessful. Manual fracture of the stone with the basket was also unsuccessful. The physician elected to perform mechanical lithotripsy with a conquest lithotripsy cable and soehendra lithotripsy handle. The outer sheath of the basket was removed, which is required for use with the conquest cable. During an attempt to perform mechanical lithrotripsy, the basket wires broke near the stone. The conquest cable was removed and a soehendra cable was advanced over the basket cable and connected to the sohendra lithotripsy handle. During this second lithotripsy attempt, the basket cable broke near the midpoint. The patient required surgical removal of the stone and basket. The patient's condition was reported to be alert and oriented.

Manufacturer narrative:
Evaluation: our evaluation of the returned device confirmed the report. The basket wires are broken and short pieces remained inside the distal tip of the cable and in the lithotriptor handle. The lithotriptor cable has been disconnected from the lithotriptor handle. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: due to a variety of clinical conditions such as pt anatomy, scope position or progression of disease state, we cannot reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this observation. However, we can provide the following comments: the information provided indicated the stone was large and became impacted with the basket during use. Impaction of the object with the basket is listed in the memory soft wire extraction basket instructions for use as a potential complication. The instructions for use also warn the user that surgical intervention may be required if stone impaction and/or basket fragmentation occurs. The information provided indicated a sphincterotomy was performed prior to the extraction attempt. This is performed to widen the ampullary opening and allow passage of the stone(s) from the bile duct to the small intestine. An ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is listed in the memory soft wire extraction basket instructions for use as a contraindication. An attempt to manually crush the stone with the basket was attempted, but was unsuccessful. The instructions for use for the memory soft wire extraction basket includes a caution that states if difficulty is encountered during removal of the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If this proves unsuccessful, the physician may elect to perform mechanical lithrotripsy to crush the stone while inside the duct. If passage is still restricted, surgical intervention may be necessary. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable and conquest lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, thus requiring surgical intervention. The information provided indicated the outer sheath of the basket was removed prior to lithotripsy, which is required for use with the conquest lithotriptor cable. During an attempt to crush the stone, the basket wires broke near the stone. In another attempt to perform mechanical lithotripsy, a soehendra lithotriptor cable was used. The instructions for use for the soehendra lithotriptor cable include a warning regarding removal of the sheath from the basket. This warning instructs the user not to remove the seath from the basket because basket fragmentation requiring surgical intervention can result. Because the outer sheath had been removed to use the conquest lithotriptor cable, the basket was used in contradiction with the soehendra lithotriptor cable instructions for use. Removal of the basket sheath could have contributed to breakage of the basket wire near the midpoint. Corrective actions: no corrective action warranted at this time because the occurrence is related to pt condition and use/procedural factors. Prior to distribution, all memory soft wire extraction baskets are subjected to a visual inspection and functional test to ensure device integrity.